Event description:
It was reported that the user ran into the wall and bent the left legrest on a powered wheelchair. It was unknown if there was user injury. Should additional relevant information become available, a follow-up report will be submitted.